Manufacturer narrative:
Section h4: corrected information the device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Analysis conclusion : the reported event of the mpu not working was confirmed during analysis. The evaluation of the returned the mobile power unit serial number (B)(6) revealed compromised/damaged power supply pcb components. As a result the unit was not able to supply power. The power supply pcb was replaced and the issue was resolved. The mpu was functionally tested and passed all test steps. A specific root cause for the damaged power supply pcb components was not conclusively determined. Abbott initiated a corrective and preventive action to improve training for avoidance of activities that can generate excessive esd levels.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient reported the mpu issued was not working. The site attempted to change out the ac power cord but the event was not resolved. The patient received a new mpu and ac power cord.